Event description:
Healthcare professional reported xen®45 gts that do not work in the right eye. There were no aqueous humour that gone throw the tube and the iop was too high even after performing a deep sclerectomy. The device has been explanted. The reported event has been resolved.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the gel stent was examined under magnification. There was presence of the patient¿s cells and tissue. The implant showed no evidence of obstruction or damage to the implant. The reported complaint of the xen glaucoma treatment system could not be confirmed. The intended use of the device is to reduce intraocular pressure in glaucoma patients. The injector was not returned for further investigation. Based on the DHR review the reported complaint was not caused by a manufacturing defect or issue. The manufactured xen systems are 100% tested in-process and inspected at manufacturing.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Medical device.: serial number (B)(4), lot number 62263. The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported xen®45 gts that do not work in the right eye. There were no aqueous humour that gone throw the tube and the iop was too high even after performing a deep sclerectomy. The device has been explanted. The reported event has been resolved.